Event description:
Case to ground leakage current integrity is easily and unacceptably compromised by the battery charger connector in back of unit when recessed .5-1 mm or possibly from wear during normal use. This event causes the full charger current of 180 ma to be applied to conductive parts of the case. The maximum allowable is 100 ma. (*)